Event description:
The device was used during an unspecified procedure. Reportedly, the staple line was incomplete and bleeding occurred. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.